Manufacturer narrative:
D10: concomitant products: 6cfn, 6cfn 6 fen trach cann w reus ic x1, lot number: 23k0383jzx 6cfn, 6cfn 6 fen trach cann w reus ic x1, lot number: 24c0659jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a total of three tracheostomy cannulas had issues with the inner tube. The tracheostomy could be inserted, but the inner tube could no longer twist or turn and became completely stuck. The problem required continuous turning back and forth prior to the insertion and the mechanism was lubricated to loosened off. The issue occurred in a hospital setting and there was no patient harm.